Event description:
It was reported that a patient who underwent robotic hiatal hernia repair using the merit serosafuse®, olympus h190 adult upper endoscope and tower, and davinci insufflator showed evidence of a leak at the gastroesophageal junction (gej) on barium with contrast study, one week after the procedure. No additional information is available.

Manufacturer narrative:
The suspect device will not be returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.